Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device kept beeping and was not powering up, remote service offline. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, a field service engineer tested the battery, power cable, and power switch, and confirmed all components were functioning properly. The device was powered on and operated on battery alone for 20 minutes without any issues. The system functioned as intended after the field service engineer investigated the device.